Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown, product type: test lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient undergoing a basic evaluation. It was reported that the doctor had a hard time finding a spot for lead placement and the patient was sore in that area. It was noted there was discomfort and no pain. The nurse massaged novocaine in the lead placement area. The only way the patient felt comfort was with a pillow and it slowed them down. No further complications were reported/anticipated.